Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg became inoperable following an unrelated surgical procedure wherein surgery mode was not enabled. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced and restoring therapy.